Manufacturer narrative:
Qn#(B)(4). Medwatch received: (B)(4). One 5374 disposable manual resuscitation, adult w/mask & peep va device was received for investigation. Upon receipt a visual inspection was performed to determine if the device had been subjected to any abuse/misuse/damage. Nothing visually noted. The ambulatory bag was connected to an external air supply. Gas pressure was applied to the device at 10lpm, 20lpm, and 30lpm. At each pressure increment the reservoir bag filled completely. When the pressure bulb was squeezed and drew the gas out of the reservoir bag, the bag refilled instantaneously. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges the reservoir bag did not inflate during a patient use. No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint alleges the reservoir bag did not inflate during a patient use. No patient harm reported. Patient condition reported as fine.